Event description:
The customer reported that the speaker malfunctioned. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and setting the unit up for bench repair. Diagnostic/functional testing was performed at a philips authorized bench repair facility by a philips bench repair technician (brt). Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to have sound, it was replaced per current process and the unit was returned to the customer. Based on the information available in the case and the testing conducted, the evaluation could not replicate the reported issue. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.